Event description:
Same case as MDR ID #2134265-2012-06137. It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. Vascular access was obtained via the left inguinal artery. The 90% stenosed target lesion was located in the non calcified and moderately tortuous right superficial femoral artery. The 6.0 x 80mm wanda balloon catheter, used for pre-dilatation, was introduced through a 8fr non bsc sheath and an 8fr non bsc guide catheter over a 0.035 non bsc guide wire when it was inflated by a non bsc inflation device, 1st at 10atms, then 2nd at 12atms when it ruptured. Pre-dilatation was completed with this balloon. A 8 x 66mm wallstent was implanted. Then a 6.0 x 80mm wanda balloon was used to post dilate the stent and ruptured at 12atms upon the 1st inflation. Post-dilatation was completed with 6. X 80mm non bsc balloon. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
Same case as MDR ID #2134265-2012-06137. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via the left inguinal artery. The 90% stenosed target lesion was located in the non calcified and moderately tortuous right superficial femoral artery. The 6.0 x 80mm wanda balloon catheter, used for pre-dilatation, was introduced through a 8fr non bsc sheath and an 8fr non bsc guide catheter over a 0.035 non bsc guide wire when it was inflated by a non bsc inflation device, 1st at 10atms, then 2nd at 12atms when it ruptured. Pre-dilatation was completed with this balloon. A 8 x 66mm wallstent was implanted. Then a 6.0 x 80mm wanda balloon was used to post dilate the stent and ruptured at 12atms upon the 1st inflation. Post-dilatation was completed with 6. X 80mm non bsc balloon. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: a visual examination of the returned device identified a longitudinal tear in the balloon. The tear occurred 5mm proximal to the tip of the device and extended proximally for 25mm in length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. No kinks or damage was noted to the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).